Event description:
Patient reported he noticed his shirt was wet, he could smell insulin, and then he realized the infusion set was leaking at the headset. Patient stated his blood glucose level is running high; no exact reading provided. Patient alleges his high blood glucose level is due to the infusion set leaking; was able to self-treat. No adverse event reported. Requested return of the alleged infusion set for evaluation.